Manufacturer narrative:
Isi has requested for the si endowrist one vessel sealer instrument involved with this complaint. However, as of the date of this report, isi has not received the instrument. Therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided at this time, this complaint is being reported because, the initial report of the complaint alleges that an si endowrist one vessel sealer instrument clamped and stuck on tissue. It was alleged that the instrument¿s grips did not open after the instrument had been working. It is unknown at this time what troubleshooting steps, if any, were performed by the customer during the reported event. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The root cause of the alleged clamp issue with the si endowrist one vessel sealer instrument is unknown.

Event description:
On 12/30/2019, intuitive surgical, inc. (Isi) received FDA user facility medwatch uf/importer report # (B)(4) with the following description of event: during the robotic assisted laparoscopic sigmoid colectomy, the robotic vessel sealer malfunctioned. The instrument would not release from the tissue and the blade was exposed. There was no harm to the patient. On 12/30/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon reported that the vessel sealer was not working. It was reported that when the surgeon clamped the vessel sealer to seal, there was no tissue effect or energy. It was unknown if there were audible tones. The instrument was no removed prior to the issue. The instrument would not release from tissue; blade was exposed. The procedure completed. There was no injury to the patient and no medical intervention was required before during or after the procedure. There was less than 50 ml of blood loss. The patient is reported as recovering well post-operatively. There are no known complications. The instrument was not inspected prior to use but no damage was observed prior to the issue. Isi made multiple follow-up attempts to obtain additional information regarding allegation that the instrument would not release from the tissue. However, at the time of this report, no additional information has been supplied.